Event description:
It was reported that the customer's insulin pump alarmed during the prime process and insulin squirted out. The customer's blood glucose reading was 27.0 mmol/l. Troubleshooting was performed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the alarm.